Event description:
It was reported that dr. Removed durom cup that was implanted approx 8 months before removal. Little or no bone ingrowth was present upon removal. A pinnacle gription cup was re-implanted.

Manufacturer narrative:
Info was forwarded from the owner establishment, zimmer inc, which markets the devices in the us.